Manufacturer narrative:
The field service engineer found the cuvettes overflowing. One of the aspiration nozzles was overflowing. The nozzle was cleaned and the tubing was re-connected. A mechanism check and an ise check were performed. The system was working fine after this intervention. This event occurred in (B)(6).

Event description:
The initial reporter stated they received questionable results for multiple assays on the cobas 6000 c (501) module. Data was provided for 486 patient samples. All initial results were reported outside the laboratory. Field service visited the site and resolved the issue. After the service visit, the customer reran all 486 patient samples. Some corrected reports were issued. Refer to the attachment for the affected tests, the number of corrected reports and an example of the test results for each of the tests. No units of measure were provided.

Manufacturer narrative:
The investigation determined that the issue found by the fse was the root cause of the event.